Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. Please disregard this submission.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: unknown agc knee femoral, catalog#: ni lot#: ni; unknown agc knee bearing, catalog#: ni lot#: ni; unknown patella, catalog#: ni, lot#: ni. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Complaint history review was unable to be performed, as the part number and lot number are unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign- (B)(6). Concomitant medical products: unknown acg knee femoral, cat#: unk lot#:unk, unknown acg knee bearing, cat#: unk lot#:unk. : customer has indicated that the product has not been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see reports 0001825034-2017-07266, 0001825034-2017-07267, 0001825034-2017-07268.

Event description:
It was reported that eleven years following the primary surgery the patient underwent revision due to wear and loosing.